Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01, ipg, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient lost consciousness and arrived in the emergency room with an implantable pulse generator (ipg) that was not able to be interrogated. Battery depletion was indicated. It was also reported that capture was not able to be achieved on the right atrial (ra) lead at five volts, and due to time constraints there were no further attempts at higher outputs. This was an apparent known issue, as the device had previously been programmed to single chamber pacing. The right atrial (ra) lead was left turned off. A temporary wire was placed and the device was replaced a few hours later. The patient was intubated during the procedure. No further patient complications have been reported as a result of this event.